Event description:
Information received by medtronic indicated that insulin pump had hardware low level failure alarm. Customer was able to clear the alarm and rewind also. Insulin pump did not pass self test and receive again the same alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Manufacturer narrative:
Retainer ring black . The device was returned for pump error 63 alarms and device test failed found on (B)(6) 2022. Device history and trace files downloaded successfully using thus software. Device passed the displacement test and self test. No pump error 63 alarms during testing. Pump error 63 was confirmed in the formatted history file (variable info = 3) on (B)(6) 2022 at 2:04:01.000. No damage noted at the electronic assemblies during visual inspection. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: missing display window/cover, stained keypad overlay and pillowing keypad overlay. Pump error 63 alarmed was confirmed in the formatted history file (variable info = 3) due to broken trace at pin#6 (sda) at u1 keypad assembly. Device test failed confirmed due to pump error 63. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.